Manufacturer narrative:
The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. No event history was received from the customer, a review of the event history / alarm logs could not be performed. The reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A user facility mandatory medwatch (MDR report # mw5116837) was received that stated, ¿air alarm did not sound when air passed IV cassette¿. Although there was patient involvement, there was no report of human harm.